Event description:
It was further reported that during the index procedure, target lesion # 1 was located in the distal segment of saphenous vein graft (svg) to second obtuse marginal (om 2), not in the second obtuse marginal as previously reported. Target lesion # 2 was located in the proximal segment of saphenous vein graft (svg) to proximal left circumflex (lcx) artery, not in the proximal left circumflex as previously reported.

Manufacturer narrative:
(B)(4).

Event description:
(B)(4). It was reported that following percutaneous coronary intervention, in stent restenosis and unstable angina occurred. In (B)(6) 2013, the patient presented with unstable angina and cardiac catheterization was recommended. The index procedure was performed. Target lesion # 1 was a de novo lesion located in the second obtuse marginal with 95% stenosis and was 10 mm long with reference vessel diameter of 2.25 mm. The physician treated the lesion with direct stent placement using a 2.25 mm x 12 mm promus element plus stent. Following post dilatation, residual stenosis was 0 %. Target lesion # 2 was located in the proximal left circumflex with 95% stenosis and was 12 mm long with a reference vessel diameter of 3.5 mm. Target lesion # 2 was treated with direct stent placement using a 3.5 mm x 16 mm promus element plus stent. Following post dilatation, residual stenosis was 95%. Target lesion # 3 was located in the distal left circumflex with 70% stenosis and was 25 mm long with a reference vessel diameter of 3.5 mm. Target lesion # 3 was treated with direct stent placement using a 3.50 x 28 mm promus element plus with residual stenosis of 0%. One day post procedure the patient was discharged on aspirin and clopidogrel. In (B)(6) 2013, the patient presented with unstable angina and was hospitalized on the same day and cardiac catheterization was recommended. Three days from admission, the 99% restenosis of previously placed study stent located in the distal left circumflex was treated with percutaneous coronary intervention with 0% residual stenosis. One day post procedure the event was considered as resolved and the subject was discharged on the same day.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(4). Device lot number changed from 15422861 to 15432972. Device expiration date changed from 06/24/2013 to 06/28/2013. Device manufactured date changed from 08/22/2012 to 08/29/2012. (B)(4).

Event description:
It was further reported that during the index procedure, target lesion # 1 was located in the distal segment of saphenous vein graft (svg) to second obtuse marginal (om 2), not in the second obtuse marginal as previously reported. Target lesion # 2 was located in the proximal segment of saphenous vein graft (svg) to proximal left circumflex (lcx) artery, not in the proximal left circumflex as previously reported.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that during the index procedure, balloon angioplasty was attempted but could not be successfully completed using stent balloon to second obtuse marginal (om2). Following post dilatation for target lesion #2, residual stenosis was 0%, not 95% as previously reported. The patient was discharged 2 days following the index procedure, not the following day as previously reported. In (B)(6) 2013, the distal lcx was treated with balloon angioplasty and placement of a 2.25 mm x 23 mm non-bsc des, with 0% residual stenosis. The subject was discharged on aspirin and clopidogrel.